Event description:
Boston scientific received information that this patient suffered a fall following the implant of this device. The fall has not been related to this patient's device. Approximately two days post implant, the thresholds rose from 1 volts at 4 milliseconds (ms) to 5.5 volts @ 2ms, impedance measurements dropped from 1000 ohms to 680 ohms and sensing dropped from 14 millivolts to 8 millivolts. The x-ray of the right ventricular (rv) lead was performed and was not dislodged. A revision procedure was performed and the rv lead was successfully repositioned. The boston scientific field representative reports no lead dislodgement and no product malfunctions. The rv lead was repositioned only due to the rise in thresholds. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.